Manufacturer narrative:
This event occurred in august 2020 and did not meet the criteria for reporting to FDA when the complaint was received. The device has since been returned to invacare and evaluated, resulting in new information which makes this complaint reportable to FDA. During the evaluation, it was observed that the tubing from the pe valve to the sieve beds and from the left sieve bed to the check valve was darkened. The left sieve bed cap had deformed and developed a hole that allowed sieve material to escape, which caused white sieve residue throughout the device and charring on the interior of the cabinet. This failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
A repair center reported that they received an irc5po2v concentrator that exhibited various issues which indicate that the unit is getting hot. Photographs of the concentrator were provided, which show that the sieve bed tubing is discolored, the left sieve bed cap is deformed/melted, and there is a presence of sieve material throughout the device.